Manufacturer narrative:
Section d catalog number was corrected.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via the left femoral artery into a 76-year-old female who presented in scai stage d cardiogenic shock in the setting of acute myocardial infarction with cardiogenic shock (ami-cgs) in a non-coronary artery disease patient. At the time of support, the patient was receiving inotropic and vasopressor therapy, was supported with an intra-aortic pacer, and required mechanical ventilation for respiratory failure. During hospitalization, the patient experienced hemodynamic instability. It was reported that during transfer of care, the impella cp was disconnected from the originating automated impella controller and connected to the receiving hospital controller. The impella pump was unable to be restarted, and an error message indicating ¿impella defected¿ was noted. Multiple attempts to restart the pump using alternate controllers were unsuccessful. Per the instructions for use, when a pump stop occurs and troubleshooting does not restore function, the pump should be removed or exchanged and alternative hemodynamic support initiated as clinically indicated. The heart team was notified, and the impella catheter was pulled back across the aortic valve, resulting in medical device removal and device revision or replacement. The reported event was assessed in the context of the patient¿s advanced cardiogenic shock, critical illness, and dependence on mechanical circulatory support. Handling and procedural factors may have contributed to the reported event.

Manufacturer narrative:
H6 updated. The investigation is ongoing.

Event description:
Clinical narrative: an impella cp was inserted via the left femoral artery into a 76-year-old female who presented in scai stage d cardiogenic shock in the setting of acute myocardial infarction with cardiogenic shock (ami-cgs) in a non-coronary artery disease patient. At the time of support, the patient was receiving inotropic and vasopressor therapy, was supported with an intra-aortic pacer, and required mechanical ventilation for respiratory failure. During hospitalization, the patient experienced hemodynamic instability. It was reported that during transfer of care, the impella cp was disconnected from the originating automated impella controller and connected to the receiving hospital controller. The impella pump was unable to be restarted, and an error message indicating ¿impella defected¿ was noted. Multiple attempts to restart the pump using alternate controllers were unsuccessful. The heart team was notified, and the impella catheter was pulled back across the aortic valve, resulting in medical device removal and device revision or replacement. A ventral septal defect was noted by the heart team and the heart team turned the patient down for surgery. Due to the patient's condition, the family decided to withdraw care. The death is being conservatively reported; however, the outcome is more likely attributable to the patient¿s underlying critical illness, patient¿s advanced cardiogenic shock, and dependence on mechanical circulatory support.

Manufacturer narrative:
B1 and b5 updated. Complaint coding was updated to better reflect the reported event. Consequently, section h6 impact codes and medical device problem codes were updated/corrected and repopulated accordingly.